Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). MFR name: st. Jude medical (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded from 31.3 cm to 31.4 cm from the distal tip; the abrasion is consistent with that of exposure to friction with another implantable device.